Event description:
Bayer case number: (B)(4). So, it was a piece of the implant that broke off [device breakage], occasional tachycardia [tachycardia], blurred vision in one eye due to a flash of light [blurred vision], muscle & joint pain [arthromyalgia], very difficult to wake up [hard to awaken], I then found it increasingly difficult to do daily tasks [activities of daily living impaired], I was short of breath, chronic fatigue set in, and I had trouble climbing stairs [fatigability], dizzy, I had a slightly high platelet count [platelet count high], excruciating knee pain [knee pain], I was diagnosed with a meniscus tear [meniscus tear], I also had pain with tinnitus in my left ear [tinnitus], myeloproliferative syndrome [myeloproliferative disorder], vaquez's disease, deterioration of my general condition [reduced general condition], I am now on long-term leave [sick leave], heavy metal test [hair metal test abnormal]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 31-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("so it was a piece of the implant that broke off.") In an adult female patient who had essure inserted (lot no. E71800) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), tachycardia ("occasional tachycardia"), vision blurred ("blurred vision in one eye due to a flash of light"), arthromyalgia ("muscle & joint pain"), somnolence ("very difficult to wake up."), loss of personal independence in daily activities ("I then found it increasingly difficult to do daily tasks"), dyspnoea ("I was short of breath"), fatigue ("chronic fatigue set in, and I had trouble climbing stairs"), dizziness ("dizzy"), knee pain ("excruciating knee pain"), meniscus injury ("I was diagnosed with a meniscus tear"), tinnitus ("I also had pain with tinnitus in my left ear"), general physical health deterioration ("deterioration of my general condition") and sick leave ("I am now on long-term leave") and was found to have platelet count increased ("I had a slightly high platelet count"), myeloproliferative neoplasm ("myeloproliferative syndrome"), polycythaemia vera ("vaquez's disease") and hair metal test abnormal ("heavy metal test"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). Essure was removed on (B)(6) 2024. At the time of the report, the platelet count increased, myeloproliferative neoplasm and general physical health deterioration had not resolved. The outcomes for device breakage, tachycardia, vision blurred, arthromyalgia, somnolence, loss of personal independence in daily activities, dyspnoea, fatigue, dizziness, knee pain, meniscus injury, tinnitus, polycythaemia vera, sick leave and hair metal test abnormal were unknown. No causality assessment was received for essure with regard to tachycardia, vision blurred, arthromyalgia, somnolence, loss of personal independence in daily activities, dyspnoea, fatigue, dizziness, platelet count increased, knee pain, meniscus injury, tinnitus, myeloproliferative neoplasm, polycythaemia vera, general physical health deterioration, sick leave, device breakage or hair metal test abnormal. The reporter commented: period of occurrence: developed gradually over several years following implantation. I looked for several surgeons who could remove them following the protocol initiated by the public authorities thanks to the association: I went back to the hospital where they had been fitted, but the surgeon was not very willing to perform this operation. I ended up in professor who was following the removal protocol and who was part of the research for this implant initiated by the public authorities. I had the implants removed on (B)(6) 2024 and I had a follow-up in this department for a year and a half with urine analyses to check for the elimination of heavy metals. I am now on long-term disability leave; I have applied for recognition as a handicapped worker from the regional centre for persons with disabilities as I cannot work full-time. I am currently working part-time to pursue a professional activity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [Heavy metal test] (date unknown): which found an abnormally high level of the implant components. [Magnetic resonance imaging] (date unknown): a piece of metal appeared on the upper part of the inner wall of the uterus. The surgeons managed to remove it and it was sent for analysis, as were the fallopian tubes removed with the implants. It has the same composition as the implants: so, it was a piece of the implant that broke off. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). So it was a piece of the implant that broke off. [Device breakage]. Occasional tachycardia [tachycardia]. Blurred vision in one eye due to a flash of light [blurred vision]. Muscle & joint pain [arthromyalgia]. Very difficult to wake up. [Hard to awaken]. I then found it increasingly difficult to do daily tasks [activities of daily living impaired]. I was short of breath [short of breath]. Chronic fatigue set in, and I had trouble climbing stairs [fatigability]. Dizzy [dizzy]. I had a slightly high platelet count [platelet count high]. Excruciating knee pain [knee pain]. I was diagnosed with a meniscus tear [meniscus tear]. I also had pain with tinnitus in my left ear [tinnitus]. Myeloproliferative syndrome [myeloproliferative disorder]. Vaquez's disease [vaquez's disease]. Deterioration of my general condition [reduced general condition]. I am now on long-term leave [sick leave]. Heavy metal test - abnormally high level of the implant components [heavy metal abnormal]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 31-oct-2025. The most recent information was received on 07-nov-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("so it was a piece of the implant that broke off.") In an adult female patient who had essure inserted (lot no. E71800) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced device breakage (seriousness criterion intervention required), tachycardia ("occasional tachycardia"), vision blurred ("blurred vision in one eye due to a flash of light"), arthromyalgia ("muscle & joint pain"), somnolence ("very difficult to wake up."), loss of personal independence in daily activities ("I then found it increasingly difficult to do daily tasks"), dyspnoea ("I was short of breath"), fatigue ("chronic fatigue set in, and I had trouble climbing stairs"), dizziness ("dizzy"), knee pain ("excruciating knee pain"), meniscus injury ("I was diagnosed with a meniscus tear"), tinnitus ("I also had pain with tinnitus in my left ear"), general physical health deterioration ("deterioration of my general condition") and sick leave ("I am now on long-term leave") and was found to have platelet count increased ("I had a slightly high platelet count"), myeloproliferative neoplasm ("myeloproliferative syndrome"), polycythaemia vera ("vaquez's disease") and heavy metal abnormal ("heavy metal test - abnormally high level of the implant components"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the platelet count increased, myeloproliferative neoplasm and general physical health deterioration had not resolved. The outcomes for device breakage, tachycardia, vision blurred, arthromyalgia, somnolence, loss of personal independence in daily activities, dyspnoea, fatigue, dizziness, knee pain, meniscus injury, tinnitus, polycythaemia vera, sick leave and heavy metal abnormal were unknown. No causality assessment was received for essure with regard to tachycardia, vision blurred, arthromyalgia, somnolence, loss of personal independence in daily activities, dyspnoea, fatigue, dizziness, platelet count increased, knee pain, meniscus injury, tinnitus, myeloproliferative neoplasm, polycythaemia vera, general physical health deterioration, sick leave, device breakage or heavy metal abnormal. The reporter commented: period of occurrence: developed gradually over several years following implantation. I looked for several surgeons who could remove them following the protocol initiated by the public authorities thanks to the association: I went back to the hospital where they had been fitted, but the surgeon was not very willing to perform this operation. I ended up in professor who was following the removal protocol and who was part of the research for this implant initiated by the public authorities. I had the implants removed on (B)(6) 2024 and I had a follow-up in this department for a year and a half with urine analyses to check for the elimination of heavy metals. I am now on long-term disability leave; I have applied for recognition as a handicapped worker from the regional centre for persons with disabilities as I cannot work full-time. I am currently working part-time to pursue a professional activity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [Heavy metal test] (date unknown): which found an abnormally high level of the implant components. [Magnetic resonance imaging] (date unknown): a piece of metal appeared on the upper part of the inner wall of the uterus. The surgeons managed to remove it and it was sent for analysis, as were the fallopian tubes removed with the implants. It has the same composition as the implants: so it was a piece of the implant that broke off. Batch number- e71800; expiration date- 28-nov-2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-nov-2025: quality safety evaluation of product technical complaint. Internal connection - event verbatim and coding is updated for event from "heavy metal test - hair metal test abnormal" to "heavy metal test - abnormally high level of the implant components - heavy metal abnormal". Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.